Manufacturer narrative:
Product event summary: at analysis the stated reason for return was confirmed, that following approximately six sterilizations, this model of patient cable's "crocodile" clips detach from the cable at the weld, the positive wire was found broken just before the solder of the alligator clip and the negative wire had broken strands of wire just before the solder of the alligator clip. The positive continuity tests were open and all continuity tested ok. No intermittent or shorted connections were found.

Event description:
It was reported that following approximately six sterilizations, this model of patient cable's "crocodile" clips detach from the cable at the weld. The customer further noted that this occurred with all of this model patient cable that they had purchased. The customer indicated that the cables were to be returned. There was no patient involvement. It was further reported that a cable had been returned to service.